Event description:
It was reported that the arctic sun device was receiving an alarm 14 (patient temperature 1 probe out of range). The temperature probe was placed in the patient temperature 2 and then nurse moved the probe to patient temperature 2. Received an alarm again. The foley probe was registering correctly on beside monitor. Advised nurse to change the temperature in cable. Asked that if there was another device on the floor and could pull the cable from the device which was already done by nurse. Advised to contact biomed for cable and should have multiple on hand. Nurse could not locate serial number.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was receiving an alarm 14 (patient temperature 1 probe out of range). The temperature probe was placed in the patient temperature 2 and then nurse moved the probe to patient temperature 2. Received an alarm again. The foley probe was registering correctly on beside monitor. Advised nurse to change the temperature in cable. Asked that if there was another device on the floor and could pull the cable from the device which was already done by nurse. Advised to contact biomed for cable and should have multiple on hand. Nurse could not locate serial number.